Event description:
It was reported that the fixation helix of the lead would not deploy and it was not possible to find a lead position with "appropriate numbers." The lead was not implanted. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed. Primary analysis revealed that no anomalies were found. Further analysis findings revealed that the helix was bent and there was blood in/on the helix mechanism. The damage occurred at implant.